Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure the patient experienced glare. The iol was exchanged in a secondary procedure one week following the initial implant procedure. The clinical reason for explant was "waxy vision." Additional information was received from the initial reporter, who reported that there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).